Event description:
The customer's father reported via phone call that patient had a high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. After the troubleshooting was done, customer was advised that insulin pump is working fine. The customer was advised that we would replaced quick-set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.